Manufacturer narrative:
Product complaint # ==>(B)(4). Investigation summary ==> no product was returned. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had very small vessel size and calcification preventing successful delivery of impella. Device history review ==> device (sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for pre op placement support. Patient with history of cad, previous stroke with left sided residuals, and carotid endarterectomy, had c/o shortness of breath for the last two weeks. She was initially admitted for sepsis and pneumonia. EKG found nstemi and brought to ccl where lhc revealed severe microvascular decompression patient was initially admitted to tele, but unfortunately, over night, patient's symptoms worsened and became hypotensive and requiring chemical support. Patient was then intubated, started on 50 of levo and 10 of epi; brought to cvicu. Pt was then scheduled today for impella placement. Left axillary cut-down was performed followed by graft anastomosis. Impella 5.5 was inserted through axillary sheath, but could not enter artery beyond anastomosis due to very small vessel size and calcification. After multiple attempts, surgeon removed impella 5.5 and replaced with impella cp sn # (B)(6), successfully.

Manufacturer narrative:
This report is being submitted to provide the results of the medical safety/clinical review. There is no new complaint associated with the impella cp, and the device investigation was previously reported in the initial submission. No new information was identified that changes the previously submitted device investigation or its conclusions. Medical safety/clinical review. Medical safety/clinical reviewed the event. A 78-year-old female with a history of coronary artery disease, stroke and carotid endarterectomy presented to the hospital with shortness of breath which had been occurring over a course of two weeks. The patient was initially admitted for sepsis and pneumonia. An electrocardiogram (EKG) found non-st-segment elevation myocardial infarction. Left heart catheterization revealed multi-vessel disease. The patient was accepted for surgery and was transferred to a higher-level care facility. The patient's symptoms worsened and the patient became hypotensive and requiring chemical support. The patient was intubated and impella placement took place. The initially selected 5.5 was unable to be implanted as, after multiple attempts, the device was unable to advance beyond anastomosis due to a very small vessel size and calcification. An impella cp was successfully placed without incident. The plan was for impella mechanical circulatory support (mcs) and coronary artery bypass graft (CABG) surgery the following monday, the next weekday, 2 days later. Update the next day noted the patient remained hemodynamically stable. Device position and function appeared stable with no alarms or evidence of complications at such time. The family ultimately decided to withdraw care and that monday planned for CABG surgery, the patient passed away. The patient's outcome occurred following the family¿s decision to withdraw life-sustaining treatment and to forgo planned therapeutic intervention.